Event description:
It was reported that the device exhibited episodes of non-sustained right ventricular oversensing (nsrvo) due to post-paced t-wave oversensing (pptwos). Programming changes were made. The patient was stable during the episode, as well as after the changes.